Event description:
It was reported that the device had been unable to transmit via transtelephonic monitoring. When the device was checked in the clinic it could not be interrogated. Also a magnet application to the device was unable to produce pacing spikes on a monitor. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.